Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A 34x30x150 valiant stent graft system was inserted into the patient for the endovascular treatment of a 49mm in diameter thoracic aortic ulcer. It was reported that during the index procedure, the valiant delivery system could not advance through the 7mm access vessel. During multiple attempts, such as trying another sheath, the hydrophilic coating of the delivery system came off (wore off). Eventually, the system failed to pass through the access vessel and a smaller 32x28x150 valiant device was used to successfully complete the procedure. Per the physician, the cause of the event was due to the patient¿s anatomy; narrow access vessel with severe calcification. No clinical sequelae were reported and the patient is fine.